Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose in the 20s with seizures, loss of consciousness, light headedness due to an pump issue. Reportedly, the patient discontinued pump therapy and was treated by emergency medical services with unknown treatment. During troubleshooting with customer technical support, it was reported that the pump would throw number codes on the screen. There were no call service alarms noted and it had started in (B)(6) 2018 and would occur almost daily. The reporter stated that the patient would have to remove the battery from the pump in order to clear the number codes. The patient stated that they were off the pump for about a month and the low blood glucose excursion was related to the long and short acting insulin shots. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged pump issue.